Event description:
We had a report from a patient. Kroger pharmacy in (B)(6) was selling expired covid-19 tests. Per the patient, the tests expired in april 2022. He received a false negative and had to wait another day to get a current at-home test, almost missing his window for medication due to his immunocompromised status. I was advised by the test team from (B)(6) department of public health to report it through here. The patient did not want to be called back, he just wanted to report to someone.